Manufacturer narrative:
Investigation found the device had the cannula assembly fully deployed. The exposed portion of the soft cannula was observed to be bent. In addition to that damage, there was also a small tear just passed the formed needle that resulted in a fluid leak, which was found during a leak test. It could not be determined when the cannula damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports while wearing a pod between 4 and 24 hours on the leg the pod was leaking and his blood glucose level was 300 mg/dl. As treatment, the patient drank lots of water and gave himself insulin as well as he changed the pod.